Event description:
It was reported that during an atherectomy procedure, vessel perforation occurred. The lesion being treated was located in the left circumflex artery. The physician performed an atherectomy using the rotablator system. No complications were reported and the patient's status was fine. The rotablator system was removed. The physician then inflated a 12mm x 2.50mm emerge balloon catheter in the target lesion. Upon removal of the balloon catheter a perforation was noted. The procedure was completed by implanting a 2.5x8mm and a 2.75x20mm promus element stents to treat the perforation. No further complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).